Event description:
A customer has reported that the units of measurement in their precision xtra meter had changed. The customer did not realize that the units could change and when he received readings of 49mg/dl he thought it was 49 mmol/l. He mistreated with extra insulin (25 units slow & 15 units rapid) and collapsed with a severe hypoglycaemic attack, and was taken to hosp. The customer fell during the hypoglycaemic attack and broke their jaw and is now waiting for an operation to repair the damage.

Manufacturer narrative:
Product has been requested for investigation.